Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii.

Event description:
Korea. It was reported that a patient who underwent a breast augmentation in (B)(6) 2021 was diagnosed with a baker grade iii capsular contracture in the left breast and a rupture in the right. A revision surgery was performed.